Manufacturer narrative:
The following fields have been updated due to additional information: device available for eval?: yes returned to manufacturer on: 08-sep-2023 investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd safe-clip¿ does not clip. The following was provided by the initial reporter. Verbatim: distributor () emails us as one of their customers has returned 1 safe-clip. Customer feels the safe-clip does not clip the entire canula of pen needle.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ does not clip. The following was provided by the initial reporter. Verbatim: distributor () emails us as one of their customers has returned 1 safe-clip. Customer feels the safe-clip does not clip the entire canula of pen needle.